Manufacturer narrative:
Literature citation: sano h, ichimura m, hasegawa m, takahashi m, hasegawa a .¿the evaluation of new vertebral fracture after balloon kyphoplasty¿. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 41 patients underwent balloon kyphoplasty procedure (bkp) from (B)(6) 2011 to (B)(6) 2014 in the hospital. There were 14 male and 27 female with mean age of (B)(6) years old ((B)(6) years old). The indication for bkp in hospital was set in the case of intravertebral cleft after chronic compression fracture, and the case with bulge of the posterior vertebral wall without nerve palsy, in addition to the patients of osteoporosis with persistent pain after receiving sufficient conservative therapy accordance with the act. The mean surgical duration was 68.5 min (47 to 105 min), the mean cement insertion volume was 5.5 ml (4.0 to 8.5 ml). It was reported that cement leakages was observed in (B)(4) cases. The type/manufacturer of cement used in this study was not specified in the article.

Manufacturer narrative:
(B)(4)